Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3080, lot# l67276, implanted: (B)(6) 2000, product type: lead. Product ID: 3031, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. (B)(4).

Event description:
The consumer reported pain while driving on (B)(6) 2015, the patient programmer was used to check and it showed the implantable neurostimulator (ins) battery blinking. The patient had not made an adjustment in quite some time. The light had gone out the next day and the device had stopped working. The managing physician had been notified of the pain and blinking device battery and the battery was replaced on (B)(6) 2015. The patient's indication for use was urinary dysfunction.